Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The customer installed another battery pack and it worked properly. The battery will not be returned.

Event description:
It was reported that when a new battery pack was inserted into the ht70 ventilator and the device plugged into external power, the external power led did not light indicating the battery was not charging. There was no patient involvement.